Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The tubing of an unspecified primary plum set reportedly broke off into IV extension set on a peripheral IV when the nurse went to change out/disconnect the primary tubing from the IV set. There was no report of any human harm.